Manufacturer narrative:
This report is submitted september 19, 2018.

Event description:
Per the clinic, the device has been found to have a receiver/stimulator malfunction with multiple open circuit electrodes. It was also reported that the patient did not experience any performance loss. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018. This report is filed on november 15, 2018.

Manufacturer narrative:
Correction : the date of this report is 14-sep-2018; not 07-sep-2018 as previously reported. This report is filed on september 27, 2018.

Manufacturer narrative:
This report is filed on december 10, 2018.

Manufacturer narrative:
Correction: the date of this report is 14-sep-2018; not 07-sep-2018 as previously reported this report is submitted on august 28, 2023.